Event description:
Pt status post posterior lumbar fusion l3 to s1 with chronos granules and chronos strip returned to surgeon for post op visit. Surgeon noted possible rejection or infection as the chronos granules started to extrude at the implant site. Surgeon removed the granules and strip and the product was sent for cultures. Surgeon was unable to determine if the pt had an infection.

Manufacturer narrative:
A DHR record review was requested; the mfg records were reviewed and no complaint related issues were found. The product was not returned for eval.